Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a red dot was found on the inner shield of a bd micro-fine plus¿ insulin pen needle after injection. No injury or medical intervention.

Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. DHR for lot# 600057 showed no similar defect was found during in¿process and outgoing inspection. No notification was raised for this defect. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.